Event description:
The pt received her scs system on (B)(6) 2006. It was reported that the charging system will no longer locate the ipg. The pt is receiving stimulation. A spacer kit was sent to the pt. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.